Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Additional patient information and information regarding the incident have been requested but not yet provided.

Event description:
The customer reported that a patient disconnected his arterial blood pressure (abp) line; the patient broke the line in two pieces. There was no alarm for the abp disconnect. This happened on (B)(6) 2018 between 7.30 and 8 on bed miz11. The device was in clinical use at the time the issue was discovered. The customer indicated that the patient was bleeding and had a low hemoglobin. The patient is well now.

Manufacturer narrative:
The reported malfunction was verified; no abp disconnect alarm was seen between 7:30-8:00 on 28 feb 2018, as reported. A philips application specialist (ap) spoke to the customer biomed, and collected alarm logs. The biomed tested the abp disconnection alarm, and it worked fine the alarm logs were reviewed by a philips complaint investigator (ci). The logs did not show red abp disconnect alarms during the reported time of 7:30 to 8:00. However, the red abp disconnect alarms were see at 9:09, and also at 17:43. As the device was tested and was found to be working, no parts were replaced, and no repair was warranted. The cause of the alarm failure between 7:30-8:00 was not able to be determined. The device remains at the customer site. No further investigation is warranted at this time. Patient information requested, not available at time of report.